Event description:
It was reported by the exactech truliant knee clinical study that this female patient was experiencing patellar instability and was prescribed a brace to be worn daily. This event report was received through clinical data collection activities. Outcome is continuing. No other information is forth coming.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patellar tracking issue cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and activity. These devices are used for treatment not diagnosis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: concomitants: 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5 (B)(6), 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant (B)(6), 201-78-82 - collar fixation pin 2pk 40mm, quick release (B)(6), 201-78-89 - 3" drill bit, mod. Hex 2 pack (B)(6), 201-78-89 - 3" drill bit, mod. Hex 2 pack (B)(6), 521-78-31 - threaded pin size 2.6 collarless 2pk (B)(6).